Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2009. Shortly after the pad-pak is removed and re-inserted (B)(6) 2010. Again the pad-pak is removed and re-inserted again on (B)(6) 2011 but multiple events on the same day after this date would indicate the device was switching itself on automatically as reported. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.